Event description:
It was reported that 16 inappropriate shocks were delivered. Interrogation of the device showed high ventricular impedance of the pace/sense portion of lead. Pace/sense conductor coil fracture was also reported. A pace/sense lead was implanted and the high voltage portion of the lead remains in use for defibrillation. No patient complications were reported as a result of this event. A 3500a was received and reported that the ICD was explanted, and a 6949 lead was explanted. Three follow-up attempts with the user facility yielded no information to correct the discrepancies. If further information is received at a later time this report will be updated. Further information received indicates that there was inappropriate sensing/oversensing and no capture at 6v at 1.6ms.

Manufacturer narrative:
The information submitted reflects all relevant data received. Other: it was reported that 16 inappropriate shocks were delivered. Interrogation of the device showed high ventricular impedance of the pace/sense portion of lead. Pace/sense conductor coil fracture was also reported. A pace/sense lead was implanted and the high voltage portion of the lead remains in use for defibrillation. No patient complications were reported as a result of this event. A 3500a was received and reported that the ICD was explanted, and a 6949 lead was explanted. Three follow-up attempts with the user facility yielded no information to correct the discrepancies. If further information is received at a later time this report will be updated. Further information received indicates that there was inappropriate sensing/oversensing and no capture at 6v at 1.6ms. No conclusion can be drawn; capture, failure to, conduct, failure to, impedance, high; lead(s), fracture of, oversensing. Device remains activated, shock, inappropriate implant, removal of.

Event description:
It was reported that 16 inappropriate shocks were delivered. Interrogation of the device showed high ventricular impedance of the pace/sense portion of lead. Pace/sense conductor coil fracture also reported. A pace/sense lead was implanted and the high voltage portion of the lead remains in use for defibrillation. No patient complications were reported as a result of this event.